Manufacturer narrative:
Updated: evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes. Device evaluated by MFR: visual examination of the returned device revealed the stent was not crimped on the balloon. Microscopic examination of the stent found that it was severely damaged as it had been considerable stretched and its profile kinked. Microscopic examination of the profile of the balloon noted several indentations on its surface, which is an indication that the stent had been crimped on to the balloon. No issues were noted with the stent delivery system or the balloon. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the moderately tortuous proximal right coronary artery. The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced to the lesion and when inflation was attempted it was noted that the stent was not on the sds. The stent was found stretched longitudinally on the mandrel, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the moderately tortuous proximal right coronary artery. The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced to the lesion and when inflation was attempted it was noted that the stent was not on the sds. The stent was found stretched longitudinaly on the mandrel, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).